Manufacturer narrative:
Additional information was received on (B)(6) 2019. The device was explanted on (B)(6 )2019. 2. Is other serious-uncheck. 2. Is required intervention-check. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 7/19/2019. In addition to the capsular contracture pertaining to this report, the patient also experienced right sided baker's grade iii capsular contracture of the contralateral prosthesis. See (B)(4) for the contralteral prosthesis report. When these devices were explanted, bilateral prosthesis replacement with 425cc mentor memorygel breast implants was performed. The investigation of the returned device was completed by the failure analysis lab on 8/8/2019. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. During evaluation of the sample it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a 295cc mentor memorygel breast implant and experienced left sided baker¿s grade IV capsular contracture post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.